Event description:
We test before we go to church and all 5 of us tested positive. We retested using the same brand but a different lot number and we're all negative. We scanned the qr codes on both tests and boxes and the positive ones wouldn't scan. FDA safety report ID# (B)(4).